Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the cable connector from the break out box was loose and was intermittent. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial:(B)(6)); product type: implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: em intfce 9735825 s8 em instr intfce h3) issue was found during servicing. Representative confirmed the hardware failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The break out box was replaced and the system performed as intended. Codes: b01, c07, d02 h2-3) the break out box was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded the breakout box was physically damaged as the cable going into the house was loose as the internal nut had backed off of the threads. The internal wires were very twisted which resulted in exposed wires. Codes: b01, c07, d02 h2) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(6), ubd: -, UDI#: - h2) please see section d9 for when the breakout box was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.